Event description:
Report received of a non delivery. It was reported that while in the physician's office, the pump was delivering an unspecified antibiotic at an unspecified rate. After an unspecified length of time, the pump alarmed with a distal occlusion. At this time, the pt's family member indicated, while at home earlier, they had noticed "the metal piston on the device was not moving to operate the cassette." Reportedly, the pt missed 1 dose of the antibiotic and a second dose was delayed. The therapy was resumed at the pt's home later in the day, using a replacement pump. There were no reported adverse pt effects. Though requested, no additional info was provided.